Event description:
Info received indicates the bed is turning off and on intermittently.

Manufacturer narrative:
The tech isolated the issue to the ground resistance being too high due to a loose ground pin on the power cord plug. The tech replaced the power cord to repair the bed.